Event description:
During a percutaneous transluminal angioplasty to the right superficial femoral artery the balloon was reported to have ruptured. The vessel was described as having severe calcification, moderate tortuosity and a 95% stenosis. The product was prepared and used as per the instructions for use (IFU). The balloon was advanced to the lesion over the guidewire and through the sheath introducer. The balloon was inflated using an indeflator, however, the balloon ruptured at 7 atmospheres. It was withdrawn from the pt's body and another balloon was used to successfully complete the procedure. There was no reported pt injury.

Manufacturer narrative:
Mfg records for lot number r0306069 were reviewed and the results indicate that the product met quality requirements for product acceptance. This review was extended to subassembly part number e7145024 with lot number 0101062673 and 0102062539. This review confirmed that subassemblies met quality requirements for product acceptance as well. The balloon burst pressure tests were found to be pass. With the limited amount of info available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.